Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. An olympus field service engineer (fse) performed an onsite evaluation and confirmed the customer complaint/ reportable malfunction. Troubleshooting efforts were made by the fse, and the customer was instructed not to hot swap the scopes to avoid damage to the equipment. Maj-1430-videoscope cable exera ii cable was plugged into the front of the cv-190 (video system center). On removing the maj-1430-videoscope cable exera ii cable, after turning off the tower, fse tried another 190 scopes on the same tower and had no issues. The customer took all of the scope listed below to another working tower and received the same issues listed below on two different towers. Additionally, the customer cleaned the gold scope contacts with a 70% isopropyl alcohol prep pad, then let it air dry for 10 minutes, which did not resolve the error. Based on the results of the investigation, it is presumed that damage was accumulated in internal components such as ccd unit by hot swapping (detachment/attachment of scope while power of video system center on) which caused abnormality. However, a definitive root could not be determined. The following is included in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning -using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage. Chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning -never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported to olympus that communication error codes b30 and e216 displayed on the colonovideoscope. This occurred during preparation for use. There were no reports of a delay or patient harm.